Event description:
Synovitis. Info was received in 2003 from an investigator regarding a pt with a history of cartilage lesions. The pt is enrolled in study # synv-001-01 titled "multicentric, prospective, open trial to evaluate the safety and efficacy of synvisc in knee osteoarthritis pts presnting with pain four to five weeks following arthroscopic menisectomy." In this study, pts receive three injections of synvisc in the target knee at one week intervals. Per protocol, pts with scheduled target knee surgery within twelve months are excluded from the study. The pt received three injections of synvisc in the right knee (dates unknown). During pt's week twelve visit, the pt complained of severe pain and swelling. The investigator considered this an important medical event. The pt is scheduled for total knee arthroplasty and will receive a prostheses of the knee. At the time of the report, the pt had not yet recovered. The adverse events were reported as possibly related, per the investigator. Add'l info was received in 2003 from the investigator. The pt received three injections of synvisc in the right knee (dates unknown). The pt received a total knee arthroplasty (date unknown). The investigator reported that during surgery he found a "very important synovitis", especially in the suprapatellar pouch. The cartilage of the femoropatellar and femorotibial (medial aspect) was in "very bad condition." A biopsy was taken of the synovium (date and results unknown). The investigator considered this an important medical event. At the time of the report, the pt was considered recovered with sequelae of total knee arthroplasty. The adverse event of synovitis was confirmed to be possibly related to synvisc, per the investigator. Qa eval results: qa performed a review of the production and quality control documentation for synvisc lot p0114. All documentation is complete and in order. The product met specifications at release. No associated non-conformances were noted.